Manufacturer narrative:
(B)(4). The 2.5x18mm rx multi-link 8 is being filed under a separate medwatch MFR number. (B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported patient effect of intimal dissection is listed in the coronary dilatation catheters, nc trek rx, global, instructions for use as a known patient effect. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, mildly calcified, 80% stenosed, mid right coronary artery. Pre-dilatation was performed with two trek balloon catheters, a 2.0 x 15 mm and a 2.5 x 15 mm. The 2.5 x 18 mm multi-link 8 stent delivery system (sds) was advanced and did not cross the lesion. Additional pre-dilatation was performed with a 2.5 x 15 mm nc trek at which time a dissection in the target lesion was observed. The same 2.5 x 18 mm multi-link 8 sds was advanced again; however, still could not cross. During retraction of the sds the stent implant caught on the rotating hemostatic valve; therefore, all devices were removed together. After retraction of the sds the proximal edge of the stent implant was observed to be flared. A 2.5 x 20 mm non-abbott sds was advanced and the stent implant deployed successfully treating the lesion and the dissection at the same time. Post-dilatation was performed with an nc trek balloon catheter. No adverse patient effects or clinically significant delay in the procedure were reported.